Event description:
Sorin group (B)(6) received a complaint reporting that the arterial pump stopped suddenly during a case without any alarm or error code. The customer reportedly adjusted the pump speed and normal function was regained. It was reported that there was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in singapore. This medwatch report is being filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequence review of past complaints to the new criteria. Sorin group (B)(4) received a complaint reporting that the arterial pump stopped suddenly during a case without any alarm or error code. The customer reportedly adjusted the pump speed and normal function was regained. It was reported that there was no pt involvement. A sorin group field service representative evaluated the device. The reported problem could not be reproduced. The pump functioned as intended and was returned to service. The device continues to operate as intended and there have been no further complaints received to date regarding this device. No further action is deemed necessary.